Event description:
In 2006, a pharmacist contacted lifescan on behalf of a lay user/patient alleging that his/her one touch ultra meter "was not working". The pharmacist indicated that the patient was experiencing "low symptoms" and needed a new meter " immediately". In response to his symptoms, the patient had administered self-care by eating food and/or drinking a beverage. No other information was provided. The pharmacy replaced the patient's meter and lfs sent a new meter to the pharmacy. The senior medical affairs specialist contacted the pharmacy to obtain contact information for the patient; however, the pharmacy was unable to recall the patient's name. It would have been helpful to know the actual issue, his/her symptoms, how long he/she had been unable to test due to the issue, and if medical attention was required. Although important information is lacking, this complaint is being reported due to the following allegations: the "meter was not working", the patient was experiencing symptoms, and administered self-care by eating food and/or drinking a beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.